Manufacturer narrative:
Product complaint # (B)(4). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, there was a hub leakage on an envoy 5f, mpd 90cm catheter (55625890, 31189193) when it was opened.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch report: b4, g3, g6, h2, h3, h6, and h11. Complaint conclusion: as reported by the field, there was a hub leakage on an envoy 5f, mpd 90cm catheter (55625890, 31189193) when it was opened. No additional information is available. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A manufacturing record evaluation was performed for the finished device 31189193 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.